Manufacturer narrative:
Additional information: b3, b5, d9 - date returned to mfg correction: h6 - annex e and f. H3 - device has been returned and preliminary evaluation has been performed, however, our investigation is ongoing and device evaluation summary will be included in our follow up report once our investigation has been completed. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported in additional information received 27jan2026, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Additional information: d9 - device available for evaluation, h3 - device evaluated by mfg? H3 - device evaluated by mfg? Device evaluation anticipated but has not yet begun. Awaiting device return. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
H3 - device evaluated by mfg? It is unknown if the complaint device will be returned. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the 5fr blue stylet catheter included in the rosch-uchida transjugular liver access set was torn during an unknown procedure for an unknown patient. During use of the first set, the physician experienced difficult advancement of the 5fr blue stylet catheter and trocar into the stiffening cannula. Upon removal, it was found that the stylet catheter was torn. The physician opened a new set; however, the same failure occurred. A third kit was opened, the cannula was replaced, and the procedure was completed successfully. Currently, no harm to the patient has been reported. Additional information regarding the event and patient outcome have been requested but are currently unavailable. This report references the second instance of the blue stylet catheter being torn. The first occurrence has been captured in a report with patient identifier: (B)(6).